Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized for back issues. Customer's blood glucose reading was 400 mg/dl. Customer is not on the pump at this time. Doctor does not want customer to use the pump during his hospital stay. Nothing further reported.